Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak; "brownish discoloration" was seen inside the device. A test was performed which confirmed the presence of a leak in the fluid path - a leak at the junction of the cannula seal was observed. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. Note: based on the lot number provided in the report, the customer had been using a pod that expired in (B)(6) 2009. The pod's package label clearly indicates both the pod's date of manufacture as well as its expiration date.

Event description:
The customer called to report a "pod issue" that resulted in high bg readings. The event had occurred two weeks prior to her calling - little info was able to be obtained. No specific device failure mode was reported and no specific bg levels were provided (though bg levels are assumed to have been greater than 250mg/dl). The pod will be returned for eval.